Manufacturer narrative:
H-10-investigation completed on a smiths medical ventilators/pneupac ventilators parapac plus . The complaint of peak pressure to high and suspected device was dropped was tested and finding revealed that abnormality with cycle pressure. This was believed to be caused from frequency measurements were below specification. No other fault was found. The device physical condition revealed bent front panel and the tidal volume knob runs against the panel. Acton was taken with a repair summary to include: updating service maintenance kit p/n 000k9151. Reshaped and fixed the bent front panel near the tidal control knob. Reset the patient pressure cycling led. Adjusted the frequency control needle.device cleaned with new service label and then functional testing done, which passed. Additional information: updated h 6- no adverse patient events and no audible alarm information was received in a follow up report.

Event description:
Investigation completed and summary in h 10.

Event description:
It was reported the device's peak pressure was too high. No adverse effects reported.